Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., d.10., g.3., h.3., h.6.

Event description:
The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, crease fold and one opening curved on the posterior. Weight measurement identified device was underweight. A microscopic analysis was performed which identified, one opening crease sharp on the posterior, wear abrasion and stress marks. Based on the device analysis, the final assessment is one crease sharp opening assessed as fold flaw opening. Additional, changed, and/or corrected data: b.6., g.1., h.3., h.6.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade IV. Device remains implanted.